Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient underwent the surgery with gmrs. Nineteen days later, the patient fell down. The patients' knee joint dislocated and the implant was exposed from skin. Therefore, the patient underwent the revision surgery.